Event description:
Patient was experiencing poor flow rates that the medical facility attributed to catheter function. The catheter was replaced.

Manufacturer narrative:
Catheter was placed in 2006. A catheter from the same lot was evaluated by the manufacturer. Product was found to meet specifications. Manufacturer did not receive the product back from the medical facility to evaluate; therefore, evaluation results are inconclusive.